Manufacturer narrative:
(B)(4). The service engineer inspected the device and verified the malfunction. The keyboard was replaced. The ventilator passed all the required testing. Multiple attempts have been made to try to obtain patient information but no response received from the customer.

Event description:
It was reported that the ventilator keypad was unresponsive. It is unknown if the ventilator was in use on a patient at the time of the issue occurred.